Manufacturer narrative:
Product was not returned, and no photographic evidence provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. The exact cause could not be determined; however, based on the reported problem, the most probable cause would be the missing item was misplaced by the customer during product unpacking. Manufacturing bill of materials of the reported trauma tower h-1200 does not include pressure cuff attachment screws as a go-with. Review of manufacturing job folder (B)(4) of the affected pressure cuff sn# (B)(6)provided in the affected item tab determined a quantity of (B)(4) clamp knobs part# 6205054 were pulled for this job of (B)(4). Line clearance and closure also showed no extra or missing component before or after job completion. However, this is the 3rd complaint from different customers reporting same issue and, the 2nd complaint related to this same job; therefore a packaging error during manufacturing is suspected. Note that the clam knob part# is not a lot traceable. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).

Event description:
It was reported, that there are missing thumb screws for chamber device. Patient involvement is unknown.

Manufacturer narrative:
B3 date of event is unknown, no information received to date. D4 UDI information is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.